Event description:
Patient reported he thinks his cartridge is full of air, not insulin and that the insulin leaked out of the cartridge inside of the infusion device. Prior to this morning the patient reported he last filled and replaced the cartridge 2 days ago. He reported he had a w1 on his pump at 4:01 am. He stated he inserted a prefilled cartridge around 4:20 - 4:30 am. He stated that he changed his infusion site and cannula at that time but not the tubing. He stated he is sure he inserted the prefilled cartridge he took out of the refrigerator and let warm up for 30 minutes. He stated and his readings have been in the 200's mg/dl since noon today. Patient reported there is no leak or chance of leak at the luer. During troubleshooting he stated priming was unsuccessful; removed cartridge and stated there is no insulin in the cartridge. While troubleshooting and removing the cartridge he stated had leaked, he reported that the cartridge compartment was not wet or moist and that he did not pour any insulin out of the cartridge compartment. He stated he was sure he replaced the empty cartridge with a new cartridge this morning and that he did not put the empty cartridge back into the insulin pump. Patient's normal blood glucose range is 80- 120 mg/dl. Patient stated he does not need outside assistance for the elevated blood glucose level and will self-treat. Product was replaced and requested return of the alleged infusion device, cartridge and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.